Manufacturer narrative:
(B)(6). The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed blood stain on the hub and the rubber sleeve was completely off the product. Some scratches and deformations were observed at the hub holder connection. The luer adapter, which had been placed inside the venoject ii holder-d was easily removed by hand. The needle and the connecting portion of the holder were examined. Some irregular scratches and physical deformation by excess stress were observed. Luer taper was confirmed to meet iso standards. A review of the device history record for 30 months back from the date of expiration on the concerned product was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the investigation results, it is likely that the holder was separated by applied stress from the needle base. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that a portion of the device lodged in the central line. Follow up communication with the user facility confirmed the following information: a doctor had attempted to integrate the subject product into venoject ii holder-d; the combined product was attached to the patient's dialysis system to perform blood sampling; when the doctor tried to remove a luer adapter out of dialysis system shortly after taking the blood sample, both the adapter and the dialysis system did not properly disengage from the connectors and they were irregularly separated at the connecting portion of the luer adapter and venoject ii holder-d; it was during this time when the doctor accidently suffered a needle stick injury on the finger when the needle had stuck through the rubber sleeve of the adapter; it was reported that extra strength was required to pull the adapter out of the dialysis system for detachment; and the injured doctor was diagnosed with no infection and the patient that was being treated was not diagnosed with an infectious disease.